Event description:
In 2008, the patient reported he received an e6 (mechanical error) message on his insulin infusion device when he was trying to retract the piston rod. He said he replaced the battery, but he continued to receive the e6 display. He stated the piston rod is not retracting. The patient switched to his backup infusion device. To troubleshoot, the patient was instructed to check his battery and he confirmed it was the proper type. After installing the new battery, the patient was instructed to try to retract the piston rod but he immediately received an e7 (electronic error) message. He took out the battery and reinserted it with the same results. He stated the piston rod was now making an abnormal noise. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.